Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 5mmx15mm, 70% stenosed target lesion with <=45 degree bend was located in the moderately tortuous right coronary artery (rca). A non bsc guide wire was inserted followed by a 4fr mach1 guide catheter passing through the target lesion. A 16 x 5.00mm taxus liberté stent was advanced; however, the physician felt some resistance through the guide catheter. The physician removed the device and noticed the proximal portion of the stent was deformed. The procedure was completed with another of the same device and the patient's status was stable.